Manufacturer narrative:
Unknown event date between (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a revision surgery occurred due to fracture displacement and impaired healing. No implant malfunctions occurred. All hardware was removed. It is unknown what implants the patient was revised to. The original surgery and implantation with the multiloc humeral nailing system occurred on (B)(6) 2020. The patient outcome is unknown. This is report 6 of 7 for (B)(4).